Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused severe sinus and throat dryness, headaches, dizziness and kidney issues. The patient did receive medical intervention and reported to have surgery on the stomach. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to severe sinus and throat dryness, headaches, dizziness and kidney issues related to a CPAP device's sound abatement foam.the patient also alleged to severe sinus and throat dryness, headaches, dizziness and kidney issues was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case.the patient did receive medical intervention and reported to have surgery on the stomach. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on may 22, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to severe sinus and throat dryness, headaches, dizziness and kidney issues related to a CPAP device's sound abatement foam. Additional information was received about the allegation of particles in airpath.